Manufacturer narrative:
Correction: device manufacture date. Annex a: a0507, a27 annex g: g04037, g07001 annex b: b16, b11, b14 annex c: c22, c19 annex d: d14.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 27feb2007. The review was performed from the date of manufacture to the present date 10may2021. A review of the device history record for sp (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.